Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the mitraclip procedure, a pericardial effusion occurred that did not require any intervention to treat. The transseptal puncture was performed using the introducer and the non-abbott device (baylis medical transseptal needle) with no reported issues. At the end of the procedure, an echocardiogram was done to check the procedure review, when a slight pericardial effusion was observed in the atrial septum behind the fossa and near the anterior surface of the right ventricle. No drop in blood pressure was observed so no additional treatment was deemed necessary. The procedure was completed without replacing the device and there were no adverse consequences to the patient. The patient's progress was uneventful after returning to the ward. The physician does not allege either the introducer or the mitraclip caused or contributed to the pericardial effusion.